Event description:
It was reported that while a company representative was performing a software upgrade on the physician's handheld computer, he got a notification error, which said "cannot execute." Troubleshooting was performed which revealed that the upgrade had completed. A hard reset was performed to verify the upgrade had completed successfully, but as the computer was re-booting, the screen went black and the reporter could not get it to turn back on. It was noted that the power light at the top of the handheld was lit orange. A new handheld computer was sent to the physician and product was requested, but has not been returned to date.